Event description:
Procedure: hernia. According to the reporter: in 2006, the pt underwent a pair of hernia surgeries to alleviate discomfort in left groin. During the surgery, a hernia patch was placed in the abdomen of the pt. Allegedly, about two weeks later, the pt was diagnosed with recurrent ventral hernia and partial bowel obstruction, which resulted in a perforated bowel. The pt checked himself into the hospital to recover. The pt spent 5 to 6 weeks in the hospital recovering. In addition, the pt allegedly developed vasculitis and pneumonia and now suffers from a hernia that is larger than his original hernia.